Event description:
It was reported that the patient experienced less therapeutic effect at night, leading to a loss of bladder control. The patient changed to a new program to see if it had a better effect, however she felt an overstimulation sensation when she stood up. It was later reported that the patient felt pressure at the implantable neurostimulator (ins) site. The patient reported about 40-50 percent relief. The symptoms occurred after the patient slipped and fell in (B)(6) 2011.

Manufacturer narrative:
(B)(4).